Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. No autopsy was performed, and the pump was not explanted for evaluation. The pump functioned normally, and the outcome was not considered to be device or therapy related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi-system organ failure. The patient had right sided failure and ended up on right sided support and continued to spiral leading to multi-system organ failure. It was reported that the pump functioned normally and the outcome was not considered device or therapy related.